Event description:
The customer stated that he was not feeling well, and his meter gave a blood glucose readings of 26 mg/dl. Paramedics were called and they tested the customer's glucose at 29 mg/dl. The pt was given two 25 mg doses of dextrose. The customer's blood glucose was retested again and the paramedics meter read 226 mg/dl, while the customer's meter read 106 mg/dl. The difference between the readings falls in the "c" zone of te parkes error grid, making the difference clinically signficant. The customer alleged the adverse event was due to the meter readings. The meter was to be returned for evaluation, and a replacement meter was sent.